Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately ten months post implantation of the lvad, the hospital made a decision to exchange the pt's lvad due to possible thrombus in the pump. No alarm conditions were reported to the MFR. The lvad was successfully exchanged and the pt remains ongoing without any further issue reported.